Event description:
Paramedics attempted to administer a shock to a person diagnosed in cardiac arrest. The patient had drowned in a bathtub. The patient was attached to the device using disposable defibrillation/ECG electrodes. The defibrillator allegedly displayed an inappropriate connect electrodes message. A patient cable and ECG monitoring electrodes were attached to the patient and asystole was diagnosed. A backup defibrillator was made available and used for the remainder of the call. The patient did not require defibrillation. The patient was not resuscitated.